Manufacturer narrative:
Final analysis found the insulation to be crushed and the proximal coil bent and exposed at 21.5 cm from the connector pin. The damage found is consistent with that of clavicular crush, which would account for the reported noise and oversensing.

Event description:
It was reported that the atrial lead exhibited noise and oversensing on the electrogram with inappropriate automatic mode switch. Clavicular crush damage was noted during explant.